Event description:
It was reported that the caller was updating settings related to time, personal profile, or biq/ciq configurations. No adverse impact to the customer¿s blood glucose level was noted, as previous settings did not result in values outside the normal range. Technical support assisted the caller in updating the pump time and advised monitoring for any recurring time discrepancies, which the caller understood and acknowledged.